Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the tubing was functional due to one end of the tubing being flattened so no fluid could flow through. It was the end nearest bag spike. Sample is not available for investigation. There were no harm and patient involvement reported.